Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the pipeline braid and capture coil were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.

Event description:
Treatment of two relatively small aneurysms measuring approximately 4mm located in the para-ophthalmic segment of the ica (internal carotid artery). The patient¿s anatomy was mild in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (5mm x 15mm) released from the capture coil without issues, but the distal segment of the pipeline did not expand in normal fashion despite manipulations with the pushwire. It was decided by the treating physician to remove the pipeline by trapping the pipeline braid between the capture coil and the catheter. The pipeline was removed without issues. A second pipeline (5mm x 15mm) was implanted inside the patient and required balloon angioplasty (an option presented in the instructions for use) with a hyperglide balloon to achieve full wall apposition with the distal part of the pipeline. The patient was reported to be doing fine and was discharged home on an unspecified date. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00642.